Event description:
A home pt's wife contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during dwell of their automated peritoneal dialysis therapy. Per the initial report, the home pt did not clamp off the unused supply line on his homechoice set. Baxter's technical service center assisted the home pt's wife in ending therapy early. No pt injury or medical intervention was associated with this incident per the home pt's nurse.

Manufacturer narrative:
Baxter's quality assurance department has reviewed proper procedures with the home pt's nurse.